Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the link electronic module (lem) circuit board did not work. As a result the lem board was replaced and recalibrated, reconfigured and software was updated. Also the power supply was replaced as a precaution. It was also noted that the programmer screen dropped and the system fan was noisy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the link electronic module (lem) circuit board did not work. (B)(4).

Event description:
It was reported that the programmer would not start up. The programmer was returned for servicing. There was no patient involvement.